Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during surgery the doctor was using the trocar when it broke. There was no delay in surgery reported. The patient outcome was reported as okay; there was no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 01 jun 2012 , no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (part number 357.750, 4.0mm trocar, lot number 7909964). The investigation has shown that the trocar is damaged as complained. The code ring broke at the welding seem to the shaft. The review of the production history revealed that this trocar was manufactured in june 2012 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. The exact cause of this failure cannot be determined; it is likely that too much force was applied on the instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.